Manufacturer narrative:
A partial lead was returned for analysis in two segments. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Upon interrogation, the right ventricular lead exhibited high pacing impedance and high capture thresholds. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.